Event description:
It was reported that the customer lives in bangladesh and received a compromised force sensor system alarm on the insulin pump. Customer fixed it. Customer was changing the reservoir and the battery signaled low. Customer changed the battery, replaced the reservoir, and then the alarm appeared. Customer noticed that the end cap was dislodged. Customer popped it back in palace and the pump reboots. Pump appears to be okay. Customer wants a replacement. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.